Event description:
During routine testing of the device, the user observed corrosion on the level module application board. No other details regarding the nature of the event were provided. Since the event occurred during routine testing, there was no pt involvement during this event.